Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 a medtronic representative, following-up at the site, reported the patient was large and the surgeon was very far from the frame. On (B)(6) 2015 software analysis was unable to determine probable cause with the information provided. Reported behavior could not be replicated. (B)(4).

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy. When placing guidewires on l4, the surgeon noted the navigation was showing deeper than expected. Surgeon continued to work and was verifying placement via additional imaging. No specific measurement of the alleged inaccuracy was provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the surgeon was operating very far from the reference frame. Although unconfirmed, it is possible the inaccuracy was due to the distance from the frame. The instructions for use (IFU) that accompanies the device contains the following warning, "warning: navigational accuracy can degrade on vertebral levels that are not rigidly connected to the reference frame."